Event description:
It was reported that the bd alaris pump infusion set leaked during use. The following information was provided by the client: "while priming IV pump tubing- the fluid leaked out above clamp".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 09-mar-2022. H.6. Investigation: the customer reported that there is leakage above the clamp, and returned one used sample of material 2420-0007. The sample was clearly leaking from the pumping segment and the complaint is verified. The root cause of the small hole in silicon was traced by manufacturing quality to inadequate handling of the material and misuse of fixture 2069. A quality alert was issued to the personnel on this text fixture to mitigate the failure. Lot number reported is unknown, 12 potential lot numbers for the set found from the smart site ID. A device history record review for model 2420-0007 lot number 21115919 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115924 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115925 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115926 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115888 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115749 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115842 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115911 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115891 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21115650 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21116065 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 21116119 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115919 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115924 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115925 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115926 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115888 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115749 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115842 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115911 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115891 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21115650 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21116065 regarding item #2420-0007. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #21116119 regarding item #2420-0007.

Event description:
It was reported that the bd alaris pump infusion set leaked during use. The following information was provided by the client: "while priming IV pump tubing- the fluid leaked out above clamp."